Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and pressure tested. Results: the swivel was returned disassembled from the elbow. No damage was observed to the swivel, elbow and other parts of the returned breathing circuit. The swivel and the elbow were reassembled, and the whole breathing circuit was pressure tested. The pressure test result was within specification. A lot check revealed no other complaints of this nature for lot number 160202. Conclusion: we were unable to determine what may have caused the problem reported by the hospital. The infant swivel and elbow are assembled using a machine to ensure a consistent tightness of connection. The swivel is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any breathing circuits that fail these tests are rejected. The subject rt265 infant breathing circuit would have met the required specification at the time of production. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit also state the following: "check all connections are tight before use."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the swivel and the elbow of an rt265 infant dual heated evaqua2 breathing circuit had loose connection. This was observed before use on a patient.